Event description:
A consulting physician reported a pt who was originally skin tested in april 1997 with negative results. In may 1997 the pt was treated in the nasolabial folds and oral commissures. The exact dates of test and treatment were unknown. The pt stated that she developed a possible abscess in the nasolabial fold (onset date unk). In october 1997, the treating physician performed an incision and drainage of the abscess. The pt stated a second abscess formed in the same nasolabial fold in december 1997, (exact date unk). The pt stated that she drained this abscess herself. On 3 april 1998, the consulting physician performed a face lift and removed encapsulated collagen lumps, 1mm to 9mm in size, during the procedure. No furhter medical or surgical intervention was planned or prescribed.